Event description:
It was reported pieces of the metal sheath of the ambient hipvac 50 arthrowand broke off while inside the pt portal. No further info was provided.

Manufacturer narrative:
Add'l manufacturer narrative: the pt identifier, age, weight and gender were not available. The lot number of the arthrowand was not available; therefore, no mfg or expiration date could be provided in this report.